Event description:
The rn encountered difficulty in removing a continuous lumbar epidural catheter. The anesthesiologist was notified and also encountered difficulty but was able to remove the catheter in its entirety (tip intact). Some shearing and a true knot was seen in the catheter upon removal.

Event description:
The rn encountered difficulty in removing a continuous lumbar epidural catheter. The anesthesiologist was notified and also encountered difficulty but was able to remove the catheter in its entirety (tip intact). Some shearing and a true knot was seen in the catheter upon removal.